Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the patient passed; the patient's death was relatively unexpected [sudden death] and took place at the patient's home. The pump showed 98 ml had been given, this did not align with what was seen in the bladder of the cassette (stated approximately half full) [device delivery system malfunction] there were air bubbles present in the bladder as well [device issue]. Per reporter, this was a continuous and life sustaining infusion. The patient's dose was reported as 0.030 microgram/kilogram, continuous via intravenous (IV) route.

Manufacturer narrative:
D9: date returned to mfg 3/18/2024 one device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) nub. There was no evidence related to the reported event recorded in the event history log. Functional testing was unable to replicate the reported issue; the device delivered within specification and was functioning as intended. The root cause was unable to be determined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.